Event description:
Report 1 of 2: it was reported that while using bd vacutainer® push button blood collection set, blood drips from the end of the blood collection device when the blood collection tube is changed, and sometimes blood would also drip from the tip of the needle after activating the safety device on an unspecified number of devices.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® push button blood collection set, blood drips from the end of the blood collection device when the blood collection tube is changed, and sometimes blood would also drip from the tip of the needle after activating the safety device on unspecified number of devices.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot#: 3349151. D4. Medical device expiration date: 31-dec-2025. H4. Device manufacture date: 15-dec-2023. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.